Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-aug-08 _e1 (rep): the replacement device information was provided by the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2011 product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 02-dec-2014, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019, during pre-op testing, the rep was unable to connect to the ins because it had already reached normal end of service (eos). During an ins replacement surgery, one of the two existing leads demonstrated impaired connectivity and high impedances (>10,000 ohms) when tested with a wireless external neurostimulator (wens) and when connected to the replacement ins. It was noted that different ports of the wens and the ins were used during testing. The lead was also wiped dry without resolve to the high impedances. The lead was left connected to the replacement ins because they were able to program on the 2nd lead and obtain coverage to the patient's bilateral lower back and lower extremities. The cause of the high impedances could not be determined. It was noted that both leads were used in programming with the prior ins, and there were no issues with the leads when the patient's system was last checked prior to the date of the ins replacement surgery (date of last check was unknown). It was noted the old ins was discarded. No symptoms were reported. No further complications were reported or anticipated.